Event description:
At 11:15am the caller had a blood glucose reading of 80 mg/dl from her adc device. She was later transported to the hosp after having slurred speeck and inability to move a side of her body. The hosp tested her blood glucose and got 42 mg/dl. The blood glucose readings were not performed within 10 mns.